Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation, specifically during testing outside the body, bubbles could not be flushed out, resulting in significant image artifacts that rendered the image unreadable. The procedure was completed with another of the same device. The patient was stable, and no complications were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed that the sheath assembly was kinked. Impedance testing revealed no electrical issues with the device and a good square image appeared in the ilab system during the image characterization testing. During the flush test, the device flushed normally when the telescope was fully retracted and fully advanced. No signs of leak were observed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of device problem excluded following a review of the returned device, reported event details, available information, and product record review. In this case, the device performed as intended during the analysis, and no damage was found that could have contributed to the reported allegation. Regarding the observed kinked sheath, this failure can occur during procedural advancement, when friction between the catheter, hemostasis valve, guide catheter and lesion resists movement or from external handling forces on the device. Since the device met all manufacturing specifications, it is most probable that the encountered kink occurred during the procedure, therefore, adverse event related to procedure is the assigned cause for the encountered kink.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation, specifically during testing outside the body, bubbles could not be flushed out, resulting in significant image artifacts that rendered the image unreadable. The procedure was completed with another of the same device. The patient was stable, and no complications were reported.